Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely that the defective items are due to stress from use, external factors, or handling. As a result, the events occurred. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.2 ¿inspection of the endoscope¿ 5. ¿inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, peeling, scratching, holes, sagging, transformation, bends, adhesion of foreign body, dropout of parts, any protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
During examination, the reported issue was confirmed: the bending section cover's adhesive showed a hole. The bending section cover adhesive was also chipped. Examination of the device showed the following additional issues: the connecting tube indication markings were fading in an area measuring 1mm2 or more; the connecting tube was dented; the scope connector was scratched; the universal cord was scratched; the up/down plate was scratched; the angulation lever was scratched; the hand grip was scratched; the control unit was scratched; the bending tube was dented; the electrical connector was discolored due to water leakage; and the adhesive around the objective lens was peeling. Functional testing of the device found the bending angle in the up direction did not meet with specifications due to a worn angle wire. The channel tube was damaged and would not allow smooth insertion of a cleaning brush or forceps. Finally, the angulation lever was deformed and damaged and would not allow for smooth movement. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported the bending section of the bronchofibervideoscope had a pinhole. There was no procedural or patient involvement associated with this event. During routine inspection of the device by olympus, examination found the coating of the insertion section was peeled. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.